Event description:
It was reported that the pump touch screen has a "purple circle". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. There was no reported adverse impact to the customer.